Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise over-sensing which resulted in pacing inhibition. The noise was also reproducible. The ra lead was capped and replaced on (B)(6) 2026. The patient remained stable throughout the procedure and no patient harm was reported.

Manufacturer narrative:
Further information was requested but not received.